Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Additionally, the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted, allowing high voltage to travel to low voltage circuitry. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.